Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, it was reported by a sales representative via (B)(4) that an ar-5400-01 glenoid targeter shaft had an issue. They had trouble loading the targeting leg into the vip targeter. It was noticed that there was a burr on the d slot of the targeting long piece (ar-5400-01) and the marking between d-08 and d-12 was barely visible. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the device was chipped at the edge of the gap and the tip of the device. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.